Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused ilet insulin delivery before a bath, forgot to resume, disconnected, and administered 3 units of insulin by injection; upon resuming pump delivery about two hours later, glucose remained elevated until troubleshooting and set replacement were completed, and education was provided that third-party infusion sets are not compatible. Symptoms included hyperglycemia with a peak blood glucose of 382 mg/dl and no reported ketone testing or systemic symptoms. Outcomes included no medical intervention, no assistance required, and no hospitalization, with glucose trending down to 207 mg/dl during follow-up. Investigation included user interview, review of device use, and infusion set inspection by the user, who found no cannula damage or leakage, and confirmation that non-ilet infusion sets are not compatible. Investigation of this case revealed device function resumed as expected after insulin delivery was reinstated and the infusion set was changed, with no device or component malfunction identified and use of incompatible supplies addressed through education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.